Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) instructed customer to check the power supply in m-cabinet and found fdc (flat detector control) was not powered up, power supply to the dcps was off and suggested onsite visit to replace dcps power supply. The philips field service engineer (fse) visited onsite, checked dc power supply in m cabinet and found dcps was defective, there was no output voltage. To resolve the issue, fse replace dc power supply and other relevant testing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.